Event description:
The reporter stated that the up arrow button was unresponsive for two weeks. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and backlight keypad buttons were intermittently responding to button presses; the backlight button has no effect on insulin delivery function. The keypad was removed and adhesive was found under the key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.